Event description:
The report from the field indicated that approximately thirteen (13) days after the index procedure the patient was re-admitted with complaint of chest pain. The patient was reported to have ECG changes and elevated troponin levels. Coronary angiography revealed thrombus in the previously implanted cypher 3.0 x 28 stent. The patient was reportedly not compliant with his antiplatelet therapy of plavix. The physician thought that the stent was underdeployed. The sub acute thrombosis (sat) was treated by percutaneous transluminal coronary angioplasty (ptca) and bare metal stent (bms) implantation. The patient is a male with a history of previous CABG. The target lesion was the left main/circumflex which was reported to be a protected vessel by the patient's previous coronary artery bypass graft (CABG) surgery. No additional information has been received as of to date.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.